Event description:
It was reported that the patient had an infection at an unknown location. It was noted that the infection was not device related. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned as they were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7126834/7127152.